Manufacturer narrative:
Date of event and therapy date (d10) is estimated. The reported device is an octrode scs lead. Exact model of the lead is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that an exploratory surgical intervention took place on (B)(6) 2025, wherein intra op impedance check revealed high impedances on all contact of the leads. The patient experienced ineffective therapy due to the high impedances. As such, additional surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue. Effective therapy was restored.